Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had partial display. The customer's blood glucose at the time of the incident was unknown. The customer reported that they had a replace battery alarm as well. The customer states that the insulin pump screen was cloudy. Troubleshooting was provided for the battery and partial display but not resolved. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm, replace battery alarm, battery power loss alarm or missing segments/partial display noted during testing. (B)(4).